Event description:
The introducer needle that was with the l-cath PICC kit would not allow the catheter to be passes through prior to insertion. Needle was checked for passage of catheter before procedure began. Needle was discarded and new needle used.this facility has had multiple problems with the splittable needle in this kit. The manufacturer has been notified and product has been returned. The cause of the problem remains unknown.